Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100124 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 11/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot sp100124-035 on (B)(6) 2014. The patient underwent a "repair of recurrent ventral hernia with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2017 where the strattice was explanted and as per the ppf form, a non-abbvie device, " bard soft mesh¿ was implanted. No ¿revision¿ or ¿removal¿ was reported for the non-abbvie device. The failure of the mesh caused chronic pain, adhesions, bowel obstruction and resection, contraction, and a hernia recurrence which required an additional surgical procedure during which the strattice was removed. No other information was reported. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.